Event description:
It was reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2011 due to metallosis and the acetabular cup having spun out. The modular head and acetabular cup were removed and replaced. Additional information received in legal documents indicated the patient underwent a bilateral arthroplasty on (B)(6) 2008 and alleges the presence of pain, elevated metal ion levels, and tissue and bone destruction. The left hip was revised on (B)(6) 2011. The right hip remains implanted. Review of the invoice history confirms the bilateral total hip arthroplasty procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 5 MDR's filed for the same event (reference 1825034-2011-00519/-00520 & 2013-05871/-05872/-05873).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Initial information received reported that a revision procedure occurred on the patient¿s left hip on (B)(6) 2011. Patient medical records confirm that patient was revised on the right hip (B)(6) 2011.

Event description:
It was reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2011 due to metallosis and the acetabular cup having spun out. Additional information received in legal documents indicates the patient underwent a bilateral arthroplasty on (B)(6) 2008 and alleges the presence of pain, elevated metal ion levels, and tissue and bone destruction. Review of the invoice history confirms the bilateral total hip arthroplasty procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient revision operative (op) report dated (B)(6) 2011 notes the patient was revised on the right hip. Op report notes the presence of posterior capsular scar tissue, fluid, osteolytic granuloma, and a lack of bony ingrowth. Additional information received from patient revision op report dated (B)(6) 2012 notes the patient was revised on the left hip due to pain, loosening, and osteolysis. Op notes further report the presence of pericapsular scar tissue and a loose acetabular component. The modular head and acetabular cup were replaced in both procedures.